Manufacturer narrative:
The other implanted devices were found to be compatible. The devices remain implanted and therefore were not returned for evaluation, therefore the condition of the devices could not be determined. Additional information (e.g. X-rays and operative notes) were not received with the complaint for review. It is unknown if the components were implanted with the correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the component such as bone quality, height/weight, activity level, type of activity (low impact vs high impact) are unknown. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of x-rays and/or product or further information. Evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.

Event description:
It is reported that the patient is experiencing knee pain.